Event description:
It was reported that the distal tip of the device, the ball piece, fell off inside the patient's bladder. It was confirmed the piece was successfully removed and with no patient harm. Additional details were requested multiple times but no response was received.